Event description:
Follow up information indicated the patient wanted the ipg pocket in a different place and surgical intervention was taken to revise the ipg pocket.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has pain at the ipg site. Surgical intervention will be taken to reposition the ipg.